Manufacturer narrative:
It was reported to abbott, a patient underwent replacement of the ipg due to it being at end-of-life message. The patient did not experience a loss of therapy. The ipg was replaced without complication. The patient had effective therapy post-op. The results of the investigation are inconclusive since neither the device nor logs were returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.